Event description:
It was originally reported that the patient felt "needle sticks" sensation in their spine. Subsequent information reported that the patient experienced no stimulation sensation if they moved their waist or stand straight up. This began since removal of another manufacturer's spinal cord stimulator, was removed a year ago because of infection. Further information was requested.

Manufacturer narrative:
(B)(4).